Event description:
It was reported by rep that the (1) 355ld was used during a laparoscopic cholecystectomy procedure. It was reported that upon insertion of the 355ld a "splash"/backup of bubbles, fluids, co2 came back through. The trocar prevented the surgeon from establishing a pneumo peritoneum. Three other 5mm trocars were pulled for the case and the same problem occurred with these trocars. The case was completed with a relatively functioning trocar of ees. Anesthesia time was prolonged due to the fluid backup. 08/27/1999: the case was completed with anothe 355ld.